Manufacturer narrative:
Batch review performed on 27 apr 2026 lot 2242250: (B)(4) items manufactured and released on 13-dec-2022. Expiration date: 2027-dec-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At2 years 2 months from medacta primary surgery,the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the flex5r - 10mm insert to a flex 5r 12mm insert at his discretion. The surgery was completed successfully.